Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in july 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated below the needleless hub (clearlink). The issue was further described as, an unspecified intravenous bag was spiked with the set. When priming the tubing, it was noted that the tubing was separated below the needleless hub and was in two separate pieces. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.